Manufacturer narrative:
Sensory medical made multiple attempts for additional information relevant to the investigation. Sensory medical attempted to gather details surrounding the reported event on (B)(6) 2026 (facebook messenger). Three (3) separate times sensory medical attempted to gather details surrounding the reported event on (B)(6) 2026, (B)(6) 2026 and on (B)(6) 2026 through facebook messenger all of which were not delivered due to facebook's api constraints. 241116m16 is the lot of the safety sheet. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." On page 22 "discontinue use and contact us immediately if anything is damaged or missing." On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." On page 23 instructions for safety sheet care advise the user to "hang to dry" the safety sheets. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
Per parent, they have two damaged safety sheets, and the canopy was frayed out where the sheet sits into the canopy. The parent stated their child fell in between the sheet and canopy twice, with the child's head not being able to go past the bar. The parent did not provide contact information outside of their message through facebook messenger. Per parent, entrapment occurred as a result of this event. There was no report of injury as a result of the event.